Event description:
Complainant alleged that during the incoming inspection of the product, the device's manual override rotated 360 degrees. The complainant indicated that there was no pt involvement in the reported failure.